Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a high blood glucose on (B)(6) 2017. The customer tried to calibrate with a high blood glucose and received a calibration error. The customer's blood glucose level at the time of the incident was 587 mg/dl. The customer's current blood glucose level was 361 mg/dl. The customer treated the high blood glucose with a syringe. The customer declined troubleshooting for the high blood glucose. The device will not be returned for analysis.